Manufacturer narrative:
H4: lot manufactured between july 15, 2019 to july 16, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed which revealed a leak at the lower left side edge of the bag. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause is variation in the manufacturing equipment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.